Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with a visiflex bifurcated stent graft and cuff stent graft on (B)(6) 2008. At a later date, the abdominal aortic aneurysm grew from 5.3 cm to 8 cm. The physician then implanted an afx2 bifurcated stent graft and a vela suprarenal on (B)(6) 2017 to treat the aneurysm enlargement. No product malfunction was reported by the treating physician and no devices were explanted.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and were denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 2993.